Event description:
Reportedly, the pt (still an inpatient) started complaining of pain. An ultra sound was taken and a mass was found. The pt was returned to the or on event date. The staple line was opened, a blood clot was found and removed and the wound was cleaned. The pt was resutured. Original date of procedure three days prior to event. Pt returned to or post op on event date. Pt status okay. Procedure: hysterectomy.